Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a company rep. This case concerns a (B)(6) year old male pt who experienced fever, was unable to walk, his both knees were red and both knees were swollen after receiving treatment with synvisc. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unk date in 2013, the pt initiated treatment with synvisc injection at a dose of 2 ml, once weekly (route, batch/lot number: unk and expiration date: (B)(6) 2016) into both knees for an unk indication. On (B)(6) 2013, the pt received second (of series of three) synvisc injections into both knees. On (B)(6) 2013, the pt was unable to walk, developed fever (104 f), his both knees were red and swollen. On the same day, the pt was admitted to the hospital. On unspecified dates in (B)(6) 2013, blood culture was done (result awaited) and the pt was placed on anti-inflammatory medication (unspecified) and corticosteroids (unspecified) for the events of red knees and swollen knees. On an unk date in (B)(6) 2013, the pt's condition improved and was sent home with antibiotics (antibiotics). At the time of report, the results of the blood cultures were awaited. Action taken: prematurely discontinued (the pt would not received third injection of the series). Outcome of all the events: unk. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Serious criteria: fever and unable to walk: hospitalization. Both knees red and both knees swollen: hospitalization and treatment with corticosteroids (intervention required). Pharmacovigilence comment: sanofi company comment dated (B)(6) 2013: this case concerns a pt who was unable to walk and had fever of 104 f after treatment with synvisc. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however, info regarding pt's medical history and allergies to drugs is requested for better assessment.